Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139.

Event description:
It was reported that the patient could not set to MRI. Diagnostics found that one lead had high impedances. It cannot be determined which lead contributed to the event. Surgical intervention may be taken at a later date to address the issue.